Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot number: h11h31070 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis therapy. On an unreported date, the patient experienced peritonitis. It is unknown if the patient was hospitalized. The patient was recovering. The cause of peritonitis was unknown. The nurse declined to provide any information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.